Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium lentiflavum and paraffinicum. The laboratory report confirming the reported contamination has been provided to livanova. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Despite several attempts were done to retrieve information from the customer about the water quality monitoring of the device and IFU to follow, no evidence of customer response is available. Based on investigations of similar complaints and without information received, there was no evidence that the source of contamination is in the heater cooler. The most probable root cause is the location where device is used/stored and/or IFU potentially not followed correctly. If any additional information pertinent to the reported event and impacting the investigation results is received, this complaint file will be re-opened and updated.

Event description:
See initial report.